Event description:
Reporter indicated that device interrogation at office visit revealed output current setting of 0ma instead of prescribed parameter. Approximately three months prior, the patient had a pacemaker intervention, at which time the vns therapy system was programmed to off. The vns therapy system was reportedly programmed back to on later that same month. The patient was experiencing multiple seizures at the time of the office visit when output current was found to be inadvertently set to 0ma, resulting in a loss of vns therapy to the patient. Review of vns therapy system programming history revealed an interrupted lead test, which was the cause of the inadvertent change in device settings. The patient's device has been reprogrammed to prescribed settings.